Event description:
On or about (B)(6) 2010, stryker received a personal injury lawsuit alleging that a patient was prescribed a stryker pain pump following left shoulder surgery on (B)(6) 2004 at (B)(6). The stryker painpump continuously infused an unspecified local anesthetic directly into the patients' left shoulder joint for 48 hours or more postoperatively. On (B)(6) 2006 the patient underwent a second arthroscopic procedure to the left shoulder at the same medical facility. A stryker painpump was inserted into the patients' shoulder joint postoperatively. The pump continuously infused 30ml of 0.25% marcaine for 48 hours or more postoperatively. On (B)(6) 2006 and (B)(6) 2007, the patient underwent an arthroscopic chondroplasty and manipulation of their shoulder at evans army community hospital in ft. Carson. The lawsuit alleges the patient has chondrolysis.. The patient was diagnosed with chondrolysis and alleges the chondrolysis is a result of the continued injection of medication into their shoulder. There are no allegations the product failed to perform as designed or programmed by the physician. Stryker is unable to ascertain whether or not one of its products was actually used and will not be able to obtain the product except within the litigation process, if at all.

Manufacturer narrative:
The device catalog number and lot number were not provided. The 510(k) cannot be identified without information on the device used. There is no alleged failure of the pump and the device has not been returned for eval. Design, mech, and mfg elements relating to the function of the pump cannot be determined. No data presently suggests a direct link between any inherent aspect or feature of the pump and the dev of chondrolysis. Although there is no randomized clin data associated with the use of local anesthetics (with or w/o epi) and the dev of chondrolysis, recent case reports, animal, and in-vitro studies suggest a possible connection. The use of thermal/rf devices, various dyes and solutions, mech injury to cartilage, osmolarity, biodegradable sutures, sub-clinical infection, age, surg intervention, over tightened joints and various other physician/patient factors have also been reported as potentially contributing to or causing chondrolysis. The etiology of the condition remains unknown and believed to be multi-factorial. Current labeling for this product advises about reports of a possible connection between local anesthetics (with or w/o epi) and chondrolysis in certain circumstances. Device will not be returned-legal case.